Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, valve-in-valve into a failed surgical aortic valve (non-medtronic valve), with this delivery catheter system (dcs), a dissection of the right common femoral artery occurred at the end of the procedure. A failure of a suture-mediated closure system (perclose) occurred, as a suture came out during closure. The physician reported that the perclose was the cause of the dissection and that the dcs did not cause or contribute to the injury. The dissection was surgically repaired. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).